Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:11:06. During night drain cycle six, the patient's ultrafiltration reading was 1632ml, indicating the home patient (hp) drained 1632ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This medwatch report is a duplicate issue. All evaluation information can be found in report number: 1423500-2012-03224.